Event description:
It was reported the patient had effective therapy but some contacts on the lead had high impedance. The patient had the system replaced to have an mr conditional system.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.